Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Medical records showed the culture did not grow any bacteria; however the patient's effluent was cloudy and his wbc's were elevated. Cause is currently unknown. The medical records did not provide sufficient date to correlate the reported event to the use of fresenius products. It is likely that peritonitis was related to the patient not adhering to aseptic technique.

Event description:
A peritoneal dialysis (pd) patient reported he thought he had peritonitis. The patient stated the water in his toilet looked cloudy. In follow-up with the patient's nurse confirmed the patient had peritonitis. The patient was seen in the clinic and started on ip ceftin, the culture did not grow any bacteria; however the patient's effluent was cloudy and his wbc's were elevated. The cause of peritonitis is currently unknown.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced. Field service investigation was not performed on the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.